Manufacturer narrative:
A general product problem was excluded. Circulating cardiac troponin t and cardiac troponin I concentration increases rapidly after myocardial infarction (ami) and may persist up to 2 weeks. Elevated concentrations of troponin t can also occur in other clinical conditions such as myocarditis, cardiomyopathies, pulmonary embolism, and drug-induced cardiotoxicity. Product labeling states: " in these disease states, serial sampling of troponin can help distinguish between acute and chronic myocyte necrosis. " the investigation did not identify a product problem.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The qc was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs stat results for 1 patient on a cobas e 411 analyzer (disk system). The initial result was 95.52 pg/ml. A second sample was tested, and the result was 106.2 pg/ml. On (B)(6) 2026, the original sample (the one that initially yielded a value of 95.52 pg/ml) was repeated, and the result was 84.22 pg/ml. On (B)(6) 2026, the initial sample was repeated, and the result was 95 pg/ml.